Event description:
Vilex tray: three locking mechanisms on the proximal tracking arm extender, proximal targeting arm, and distal targeting arm fell off during the procedure. The locking mechanism that connects the proximal targeting arm to the distal targeting arm fell off which caused the proximal tracking arm extender to fall off to the ground.